Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No unexpected pump errors 37 or 38, insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following battery related alerts/alarms around the event date: 58=failed battery test occurred on 08/13/25 @ 08:51:58, 08:52:15, & 08:52:33. According to the adapt tool, pump error 37 occurred on 08/13/25 @ 08:51:43 & 08:55:00, and pump error 38 occurred on the same date @ 09:01:43 & 09:02:37. The case was cut open. There is a minute amount of corrosion on the home motor switch. In summary, the customer¿s report of pump error 37s and 38s was confirmed in the pump's history but that of insulin flow blocked alarms was not confirmed during testing. The pump error 37s and 38s are due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), received a battery failed alarm, and an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-213a, mmt-332a, mmt-1884. Troubleshooting was partially performed for the battery-failure alarm. Troubleshooting was performed for the pump error alarm, and the customer was able to clear the alarm and unable to rewind the pump. Troubleshooting was not performed for the insulin flow block alarm, as the event was resolved in the past. No harm requiring medical intervention was reported. No product return is required for mmt-213a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.